Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient recently went through a spinal cord stimulation trial with a device from a different manufacturer, and the trial device interfered with the patient's interstim device. She had spoken to her healthcare provider and a manufacturer representative for the trial device. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.